Manufacturer narrative:
This report is submitted on 4 march 2020.

Event description:
It was reported that the rechargeable battery base charging cable, allegedly sparked. No serious injury associated with the issue and replacement equipment was sent to the patient.